Event description:
There was an allegation of a questionable glucose result for one patient sample from the cobas 6000 c501 module. The initial result was 2 mg/dl. The repeat result was 146 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative found contamination built on the tip of the sample probe and he replaced the sample probe. The analyzer was then performing within specifications. The investigation determined the service actions resolved the issue. The issue was consistent with insufficient daily maintenance by the customer.